Event description:
It was reported that upon review of episodes logs for the implantable cardioverter defibrillator. It was noted that there were some inconsistencies with the episodes logged between remote transmissions and the clinic session. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported complaint of discrepancy of segm display between the remote session and in-clinic interrogation was confirmed from the session records provided. The behavior observed is consistent with segm storage priority when segm storage is at a maximum. The device is performing per design.